Event description:
Customer reported unexpected negative reactions with cell #8, homozygous s cell, of panocell-10, when testing with 2 different anti-s. Reactions with this cell started out as 2+ and have gotten consistently weaker. Methodology is tube testing. Testing was performed before the reagent expired. Repeat testing performed with cell tc of the same panel resulted in a 2+s reaction.

Manufacturer narrative:
The product expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the s antigen on panocell-10, lot 14886, cell 8, was verified through lot release records.